Manufacturer narrative:
Additional information: event also treated with medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: investigator assessed event is not related to device and anti platelet medication. Cec adjudicated mi event is a non q-wave mi of non target vessel 3rd udmi due to stent thrombosis in recently placed stent in rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug eluting stent was implanted in the lad. During a revascularization, 2 resolute onyx des were implanted in the rca, on the same day of the first revascularization, a second revascularization was performed and another 2 resolute onyx des were implanted, one in the rca and one in the 2nd rpl. Approximately 13 months post procedure, and 10 months post revascularizations, patient suffered nstemi in the rca. Event was treated with 2 resolute onyx des stents implanted in the rca. Shortly after procedure patient became short of breath, EKG showed stemi and was treated with another pci. Patient recovered. Sponsor assessed event is possibly related to device but not related to anti platelet medications.